Manufacturer narrative:
Failure could be reproduced by performing fatigue test, applying a load of 350n on more than 181,000 cycles. The rupture is not observed with a load of 260n on more than 8 million cycles. In molar sector it is usually established that the endosseous dental implant systems must resist in fatigue at 200n threshold. Failure reported likely results from abnormal fatigue overload. Nb : complaint file I-1897 reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Abutment broken after 1 year in molar sector (36 position). A fragment of the abutment was blocked inside the implant. Ultimately the practitioner had to remove the implant.